Manufacturer narrative:
The lot number of the cartridge was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Information received indicates that the incision enlargement was done per the physician's routine procedure, therefore the event is no longer considered as serious injury.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon implantation a straight line was noted across the center of the lens. The lens was removed and replaced with another lens of a different model. The incision was enlarged slightly with a 2.4 keratome but no sutures were placed. The patient's current prognosis is unknown.